Event description:
A hospital quality coordinator reported that perforation of the esophagus was detected at the conclusion of a procedure. Surgical repair of the area was not required since the perforation was considered small. The patient was transferred to the intensive care unit for two days following the event.